Manufacturer narrative:
The products weren't returned to 3m espe and the lot-nos. Are not known. Therefore no further analysis on the product or retained sample could be done. Further information like results from allergy testing are not available to us. This product has been assessed for biocompatibility and has been found to be safe for its intended use.

Event description:
On (B)(6) 2015, 3m espe was informed about an adverse effect that occurred in (B)(6) after the use of the product 3m espe impregum penta soft quick step heavy body (brand name in the european union:3m espe impregum penta h duosoft quick). After the dental treatment the patient began to suffer from swelling on the lips which spreads all over the mouth into the pharynx. The patient sought ambulant help in a hospital. After the medical treatment the symptoms vanished completely.